Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted for the manufacture of this lot. The batch was released within specifications. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a solution administration set leaked at the connection between the drip chamber and the tubing. The event occurred during priming of the set with a cytostatic drug. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.